Manufacturer narrative:
(B)(4). The reported complaint for "leaking around the tuohy-borst" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "patient had temporary pacer inserted in the cardiac cath lab. Returned to ICU stepdown post. Blood was noted in contamination shield on return. Cardiologist was concerned re high filling pressures and no fluid running initially through side port of introducer. Rl initiated at 50ml/hr. IV fluid then mixed with blood backing up into contamination shield". To continue therapy the catheter was removed and replaced. It was also reported "no harm caused to patient. Patient had permanent pacemaker inserted and was discharged home"

Manufacturer narrative:
(B)(4)

Event description:
It was reported "patient had temporary pacer inserted in the cardiac cath lab. Returned to ICU stepdown post. Blood was noted in contamination shield on return. Cardiologist was concerned re high filling pressures and no fluid running initially through side port of introducer. Rl initiated at 50ml/hr. IV fluid then mixed with blood backing up into contamination shield". To continue therapy the catheter was removed and replaced. It was also reported "no harm caused to patient. Patient had permanent pacemaker inserted and was discharged home."